Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional information device evaluation: the device was not returned for investigation. A visual inspection of the device found that both h-2 pressure chambers have a crack door; normal wear and tear on bladder bag, h-2 pressure gauge, drain valve, heater 1 and heater 2; and the tube and float switch were cracked. During functional testing, a faulty membrane switch was identified. The reported failure was confirmed. The root cause cannot be established. The membrane switch was replaced. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. The condition of the j9 connector was not correct per factory specification. The pump was tested after reassembly of the ribbon cable connector and j9 connector of the main printed circuit board assembly (pcba) and found to be in good condition; glue was installed. During functional testing, alarms were present. The reported failure was confirmed. The root cause could not be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4) ., corrected data: correction information.

Event description:
Information was received indicating that a smiths medical device had an overtemp alarm go off. The board was replaced and now all alarms are going off. There were no reported adverse events.